Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an initializing screen without manual restart occurred. No additional event information is available. No product or data was provided for evaluation. Confirmation of the initializing screen without manual restart could not be determined. The root cause could not be determined.